Event description:
It was reported that the device exhibited high impedance, and a header issue was noted. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. High resistance/impedance: 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012 15:00:11 and (B)(6) 2012 15:00:12. Programmer s2d data file (B)(4) show 3-alert events for "rv bipolar lead impedance > 3000 ohms" between (B)(6) 2012 15:00:11 and (B)(6) 2012 15:00:12. The device was returned and analyzed. No anomalies were found.